Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-25-c device of lot number c2023148 involved in this complaint was returned for evaluation, open with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following observations were made: distal end of needle examined, and no issue observed. Stylet not returned, needle removed from device and kink observed within mlla section, sheath extender able to advance and retract without issue and needle able to advance and retract without issue. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c of lot number c2023148 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c2023148. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on user error in relation to the use of the stylet. The stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the failure to puncture, and this could have potentially resulted in the kink within the mlla section of the needle which was observed in the laboratory evaluation. It is stated from additional information provided ¿that the stylet was partially removed when advancing the needle into the target site." Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle was not able to puncture effectively. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be concluded based on user error in relation to the use of the stylet. As the stylet provides support to the needle for puncture this would have led to the failure to puncture, and this could have potentially resulted in the kink within the mlla section of the needle which was observed in the laboratory evaluation. Complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle was not able to puncture effectively, so the dr switched to a boston scientific needle, and the procedure was completed successfully with no harm to the patient. The following information has been received via phone call on 09aug2023. Sg 09aug2023 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a. The following information has been received via phone call on 09aug2023. Sg 09aug2023 14. How was the procedure able to be completed? Switched to a boston scientific needle. 15. Are images of the device or procedure available? No. 16. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 17. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 18. If the device is a procore needle, is the device damage located at the notch / core trap? Yes, no damage. 19. Was gaining access to the target site difficult? Unknown. 20. Was the device used in a tortuous position? Unknown. 21. Was puncture of the target site difficult? Yes. 22. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Unknown. 23. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 24. Please describe the size of the intended target site. Unknown. 25. Was the device damaged in packaging prior to removal? Unknown. 26. Was the device damaged on removal from packaging? Unknown. 27. Was force required to remove the device? Unknown. 28. What intervention (if any) was required? N/a. A. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 29. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 30. What is the scope manufacturer and model number that was used? Olympus-gf-uct180. 31. Was resistance felt while inserting the device through the scope? Unknown. 32. Was the scope recently serviced / repaired? Unknown. 33. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? During attempt to puncture. 34. Was the syringe used during the procedure, after the stylet was removed? N/a. 35. Was difficulty experienced while retracting the needle? No. 36. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 37. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 38. Was the stylet partially removed when advancing the needle into the target site? Yes. 39. How many samples were obtained (passes completed) with this needle? 0. 40. Did any section of the device detach inside the patient? No. 41. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. 42. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 43. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown. 44. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?n/a.